Event description:
It was reported by the user site that prior to a 3dimensions patient exam on (B)(6) 2026, a broken bolt on the rotational worm gear was discovered and the vertical travel assembly (vta) needed to be replaced. No user injuries were reported. A hologic field service engineer (fse) was dispatched to investigate the device and observed that a vertical travel assembly (vta) bolt was rotating in the back of the vta assembly. The fse disassembled the device and installed a new vta assembly. The fse performed multiple device calibrations including vta motion, geometry, tube, x-ray alignment, and life field alignment calibrations. No further information is currently available.